Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced the sleeve falling off. The following information was provided by the initial reporter: after removal of the blood culture bottles from the push-button ultra-touch cannula with holder, the rubber protector of the luer adapter, enveloping the needle, stuck in the rubber membrane of the blood culture bottle. The needle was thus free and the blood flowed out. From pat. Blood cultures were taken. When I removed the 1st bottle of blood cultures the rubber protector, which is around the needle, remained in the rubber membrane of the bottle and the needle was exposed. As a result, blood ran out unhindered. User can injure himself at the needle.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced the sleeve falling off. The following information was provided by the initial reporter: after removal of the blood culture bottles from the push-button ultra-touch cannula with holder, the rubber protector of the luer adapter, enveloping the needle, stuck in the rubber membrane of the blood culture bottle. The needle was thus free and the blood flowed out. From pat. Blood cultures were taken. When I removed the 1st bottle of blood cultures the rubber protector, which is around the needle, remained in the rubber membrane of the bottle and the needle was exposed. As a result, blood ran out unhindered. User can injure himself at the needle.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve fall off with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced the sleeve falling off. The following information was provided by the initial reporter: after removal of the blood culture bottles from the push-button ultra-touch cannula with holder, the rubber protector of the luer adapter, enveloping the needle, stuck in the rubber membrane of the blood culture bottle. The needle was thus free and the blood flowed out. From pat. Blood cultures were taken. When I removed the 1st bottle of blood cultures the rubber protector, which is around the needle, remained in the rubber membrane of the bottle and the needle was exposed. As a result, blood ran out unhindered. User can injure himself at the needle.